Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner intraocular lenses limited. The healthcare facility advised rayner that they detected visible pc fibrosis post-operatively. On (B)(6) 2012, the pt underwent a yag capsulotomy. Rayner intraocular lenses limited has not received any indication from the healthcare facility or the (B)(6) distributor that further remedial action is required. Without the ability to examine the device and without clear event details being provided, a failure mode and root cause cannot be ascertained.

Event description:
Rayner intraocular lenses limited received notification from (b)() of an event that occurred following the implantation of a superflex intraocular lens. The event description provided indicates that the healthcare professional observed the development of pc fibrosis post-operatively.